Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water ingress. The pneumatic block required replacement to address the reported complaint. The device was deemed beyond repair and scrapped. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to faulty/defective outlet flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.